Event description:
Hospital advised that dopamine was set up to infuse on channel a at a rate of 7.4cc/hr. The pump was turned off, and teh nurse stated that 50-60cc infused after the pump was turned off. The volume infused read 1.2cc. There was no patient consequence.